Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was able to reproduce the door alarm. When loading a set, the pump alarmed to close the door, when the door was closed. It was determined that the alarm was due to a failed lower link switch. As a result, the lower auxiliary which contains the lower link switch has been replaced.

Event description:
It was reported that a spectrum pump would not recognize a closed door. This was observed during testing at the facility and there was no pt involvement.